Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during a routine fitting several hi-channels and short-circuits were seen especially at the basal area. According to the parents, the patient collided with another child on the contralateral side some time ago. The fitting was adapted. The patient is still able to hear well with her device.